Event description:
Mid 30¿s female with history of bilateral macromastia. Procedure: bilateral reduction mammoplasty. When the plastic major pack was opened for use, there was a hard, brown debris in the package. Not used on the patient. No known harm. Manufacturer response for plastic surgery and accessories kit, medline industries, inc. (Per site reporter) will look into it.